Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray identified lead migration. A revision procedure was performed, during which anchors and a lead were replaced, and one lead was repositioned.